Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that on (B)(6) 2011, a patient received the result of 96 mg/dl on the inform system compared back to back within 10 minutes of a result of 23 mg/dl obtained on a lab system. Reporter alleged that on (B)(6) 2011, a patient received the result of 91 mg/dl on the inform system compared back to back within 10 minutes of a result of 21 mg/dl obtained on a lab system. Reporter stated that she believes that breakfast might have been provided. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.